Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further evaluation of this implantable cardioverter defibrillator (ICD) to confirm device operation. It was noted that the device had recorded atrial and ventricular arrhythmia episodes. Upon review, the ventricular episodes had recorded delivery of one anti-tachycardia pacing (atp) and one shock therapy. It was determined that the device had delivered inappropriately due to patient rhythm appeared to be atrial or sinus driven with possible rapid ventricular response (rvr). The presenting electrogram (egm) shows the device is operating as programmed. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. The device remains in service.